Event description:
The customer stated that the display intermittently goes black. Troubleshooting was performed, and the self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery cap contact.